Manufacturer narrative:
Height: 160 cm. Investigation: visual inspection the optical inspection showed particles/residues on, in the reservoir, and on the valve, but no other obvious damage. Permeability test: a permeability test has shown that the valve is permeable. Adjustment test: this is a fixed pressure valve. An adjustment test is not applicable. Braking force and brake function test: this is a fixed pressure valve. A braking force and brake function test is not applicable. Results: first, we performed a visual inspection of the gav 2.0. The optical inspection showed particles/residues on, in the reservoir, and on the valve, but no other obvious damage. Next, we tested the permeability of the valve. The valve was shown to be permeable. Finally, we have dismantled the valve. Inside the valve, we have found a build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the claim of occlusion. At the time of our investigation, the valve was shown to be permeable. However, it is possible that the deposits observed inside the valve could have caused the malfunction in the past. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke (B)(4).

Event description:
It was reported that a valve is blocked. The reporter indicated that a 4 year 2 month post operative valve is blocked. The device was explanted. Additional event details have not been provided.